Manufacturer narrative:
Device labeling, available in print and online, states vac foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Based on info provided by the health care providers, it cannot be determined when the foreign body alleged to the v.a.c. Whitefoam was inadvertently left in the wound. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identity of the foreign object. There was no product malfunction. This report is being filed due to user misuse.

Event description:
The following info was reported to kci by the hospital home care nurse: on (B)(6) 2011, it was reported that the pt was treated with vac therapy from (B)(6) 2010 through (B)(6) 2010 and the wound healed rapidly. In (B)(6) 2010, the wound opened and started draining. On (B)(6) 2010, v.a.c. Therapy was initiated again. The wound continued to drain and was not healing. Additional info received on (B)(6) 2011, the doctor's nurse reported that on (B)(6) 2011, the pt underwent surgery with general anesthesia and during surgery the surgeon found a piece of retained white porous foam measuring 1cm x 1.5cm in a tunnel or the pt's gluteal wound. The wound was debrided during surgery. On (B)(6) 2011, the pt was discharged from the hospital. After the hospital stay the pt continued on v.a.c. Therapy and the wound was healing.